Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the telescope was passed through the 511sd trocar, noticed a leak of gas and found diaphragm in trocar ripped. There are no further details as the devices were not saved and this device was mentioned along with ees#'s: 80163, 80164, 80165, 80166, 80167, 80168, 80169, 80170 & 80171. There was no consequence to the patient.